Event description:
It was reported that the device was used during a low anterior resection procedure. It was reported that the staples did not form properly. Two add'l devices were used to complete the case. There was no consequence to the pt.